Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was leaking blood. The sheath was replaced and the issue resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the blood leakage. No air entered the patient¿s body. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.

Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6), 2020 that the device was returned in the condition reported as the hemostatic valve was pushed inside the luer hub. The hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation was completed on october 23, 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking blood. The sheath was replaced and the issue resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the blood leakage. No air entered the patient¿s body. The device was inspected upon return and the hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).